Manufacturer narrative:
Date of event: beginning of (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom neonatal and pediatric tracheostomy tube eyelet broke, the tracheostomy tube fell apart, and the tube fell out. The incident was observed by the patient's mother and the home healthcare nurse. The tracheostomy tube was in use for 6-8 weeks before the eyelet broke. It was noted that velcro ties were used to hold the tracheostomy tube in place. The ties were changed once a day after the patient was bathed. The tracheostomy tube was fixed by the patient's mother by "sewing it" to address the issue. No patient injury was reported. See MFR: 3012307300-2017-00581, 3012307300-2017-00582, and 3012307300-2017-00584.